Event description:
During groin cannulation, 3 perclose devices failed. Ev suite and cath lab all had the same lot number of perclose devices; 7 were opened all together to get 4 to successfully work. Reference report #mw5115261, #mw5115263.